Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform the displacement test, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice in one week. Customer does not recall any significant events leading to the error. Customer's blood glucose was 190 mg/dl at the time of incident. Troubleshooting was done for error and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.